Manufacturer narrative:
Remove code a141204.

Event description:
Caller reported a power source alert 07. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite attempts to resolve the issue by using different wall adapters and charging cables, the pump did not begin charging. Technical support decided to replace the pump, which was covered under warranty, and confirmed the shipping address. Meanwhile, the customer opted to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Instructions were provided for returning the faulty pump, which the caller acknowledged and understood.